Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration valve nt. After replacing the insp. Block, ventilator recalibrated and passed.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H10: the suspect device has not been return for investigation. Vyaire ts has confirmed that there is a leak when performing the test. As a resolution, vyaire ts advised that the nt valve needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had error 401. The customer confirmed that there was no patient involvement associated with the reported event.